Event description:
The customer reported that they are getting sporadic errors: v5, c5 is displayed as a flat line, iii is displayed, and all others are flat. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.